Manufacturer narrative:
Additional information on suspected gi bleed was reported under legacy complaints system MFR# 2916596-2019-03365.

Event description:
Additional information received on 08jul2019 - received follow up information stating mean arterial pressure (map) down 68 patient hemoglobin (hgb) dropped. Patient was admitted for suspect gi bleed. Additional information received on 18jul2019 - patient is currently hospitalized. Arterial venous malformation (avm) found and treated. Plan of care ongoing.

Manufacturer narrative:
Approximate age of the device is 2 years, 5 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was request to analyze the log files. Technical services review the log files and observed the patient's flows were above the normal parameters. There were no other unusual event. Additional information received on (B)(6) 2019 - received follow up information stating mean arterial pressure (map) down 68 patient hemoglobin (hgb) dropped. Patient was admitted for suspect gi bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.